Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion on the distal m1 (m1d) of the middle cerebral artery (mca), an embotrap iii (catalog/lot: unk) and a 132cm embovac 71 aspiration catheter (ic71132ca / 30582692) were used. After the second pass with the embotrap iii with the embovac, the physician tried to induce the embovac again, but he/she was only able to induce it to just before the siphon. At this time, there was resistance felt and it was hard to push. The treatment procedure was performed with the same from the first pass to the third pass. Since the embovac was able to be guided only to just before the siphon, the thrombus was captured by the embotrap iii and recanalization was obtained after thrombus removal. At the end of the procedure, deformation was observed on the embovac device. There was no comment from the physician that the deformation is a cause for concern. There was no report of any patient adverse event or complication. Additional information was provided on 07 apr 2022. The information confirmed there was no patient adverse event. The procedure performed was a combined technique. The reported deformation was that the embovac was in a state where the catheter braid was exposed. The information indicated that the patient vessel tortuosity was relatively strong, but calcification has not been confirmed. Based on the additional information received, this event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address was not available / provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30582692) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4), the purpose of this MDR submission is to report that the complaint product is no longer available to be returned for evaluation. If product is returned or information provided at a later date, the file will be updated accordingly and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion on the distal m1 (m1d) of the middle cerebral artery (mca), an embotrap iii (catalog/lot: unk) and a 132cm embovac 71 aspiration catheter (ic71132ca / 30582692) were used. After the second pass with the embotrap iii with the embovac, the physician tried to induce the embovac again, but he/she was only able to induce it to just before the siphon. At this time, there was resistance felt and it was hard to push. The treatment procedure was performed with the same from the first pass to the third pass. Since the embovac was able to be guided only to just before the siphon, the thrombus was captured by the embotrap iii and recanalization was obtained after thrombus removal. At the end of the procedure, deformation was observed on the embovac device. There was no comment from the physician that the deformation is a cause for concern. There was no report of any patient adverse event or complication. On 07-apr-2022, additional information was received. The information confirmed there was no patient adverse event. The procedure performed was a combined technique. The reported deformation was that the embovac was in a state where the catheter braid was exposed. The information indicated that the patient vessel tortuosity was relatively strong, but calcification has not been confirmed. On 23-jun-2022, additional information was received indicating that the complaint product is no longer available to be returned for evaluation and analysis. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30582692) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.